Event description:
On 11/20, nellcor puritan bennett received a call, stating one of their monitors was intermittently alarming for apnea during simulation. No death or serious injury was reported in association with this reported malfunction.